Manufacturer narrative:
Qn# (B)(4). DHR is not available for review. Ez-io driver 9058 (sn (B)(6)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a solid green led light was displaying. The driver was then subjected to simulated sawbone insertions per driver IFU (8048a rev. 01). This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (B)(4) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(4)). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 6.40 secs, insertion 2: 3.75 secs, insertion 3: 3.36 secs. Hard profile (105 lbs/ft3) insertion 1: 3.38 secs, insertion 2: 3.41 secs, insertion 3: 3.53 secs. The driver successfully negotiated both the medium and hard saw bone insertion testing. The complaint cannot be confirmed. The ez-io driver IFU (8036 rev. A) will be referenced as part of this investigation report. The IFU states "shelf life for the g3 power driver is 10 years." The ez-io needle set IFU (8088a rev. 04) states: "squeeze trigger and apply gentle, steady pressure...important: do not use excessive force. Note: if ez-io power driver stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone. Note: in the event of an ez-io power driver failure, disconnect the ez-io power driver, grasp the ez-io needle set hub by hand and advance into the medullary space while twisting back and forth". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 10/2009 and is greater than 12 years old. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions are required at this time. Functional testing has confirmed no fault found with this driver. However, the driver was used beyond its shelf-life. The IFU states, "the driver and its battery have a shelf life of 10 years." It is not recommended that a driver be used passed its shelf life. This driver was approximately 12 years old. In-service ci-0000251 was requested since the driver was found to be used beyond its shelf life. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Device with loss of function during procedure. Battery seems low, although signal light is green. Additional information: the event date was on (B)(6) 2021. The issue was notes during drilling. The patient's current condition is deceased. The malfunction contributed. There was a delay of important medication because an IV access was not possible. The patient's condition immediately before the driver was used was life-threatening. The delay of medication administration by 2 minutes. There was no medical intervention. The device was used per IFU. No large amount of pressure. The insertion site was the proximal tibia (half in the bone) with a blue 25mm-15ga needle. The user has only attempted an intraosseous access before using training bone. Manual insertion was attempted successfully but it massively extended the placement of the io access. The user is aware of manual placement; it was not possible due to the very poor vein status. The approximate delay in achieving access was 1 minute. Additional attempts at io/piv/cvc access were not made because the io needle was placed manually.

Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
Device with loss of function during procedure. Battery seems low, although signal light is green. The event date was on (B)(6) 2021. The issue was notes during drilling. The patient's current condition is deceased. The malfunction contributed. There was a delay of important medication because an IV access was not possible. The patient's condition immediately before the driver was used was life-threatening. The delay of medication administration by 2 minutes. There was no medical intervention. The device was used per IFU. No large amount of pressure. The insertion site was the proximal tibia (half in the bone) with a blue 25 mm-15 ga needle. The user has only attempted an intraosseous access before using training bone. Manual insertion was attempted successfully but it massively extended the placement of the io access. The user is aware of manual placement; it was not possible due to the very poor vein status. The approximate delay in achieving access was 1 minute. Additional attempts at io/piv/cvc access were not made because the io needle was placed manually.